Manufacturer narrative:
Product wasn't received so no visual and functional examination can be performed. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to obtain more information about the surgery. Investigation still is progress. Conclusion not yet available. Device not returned to the manufacturer.

Event description:
Mobi-c p and f us: revision due to pain. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of ¿device removal¿ on patient that was implanted with mobi-c in the past year. Respondent reported patient condition following event as, ¿stable but with continued radicular pain¿ but offered no further details. Additional information on october, 12th, 2018: the patient is doing quite well after revising him to a fusion now about 3 months postop with resolution of his preop symptoms. The initial surgery was a c6-7 disc replacement with mobi-c on (B)(6) 2018 without complication. At 3 wks postop, noticed significant subsidence of the implant into the anterior c7 vertebral body with a return of his preop symptoms. At 2 months postop, removed his implant and converted to an anterior fusion. The implant removal wasn't replaced by another mobi c implant. The surgeon put a peek spacer with dbm and overlying plate fixation. Additional information requested. Waiting for an answer.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to ldr medical. No visual and functional evaluation can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter and the surgeon, based on the review of the case with the product manager and the recurrence of this type of event for this implant, the investigation found the cause of this revision is a user error. According to the product manager, the hypothesis is that the surgeon do a poor preparation of the intervertebral disc space. The preparation of the disc space was too aggressive which triggered a weakening of the vertebral body and a loss of height (subsidence in c7). The investigation found no evidence of a device issue. Root cause is user error with the hypothesis of poor preparation of the intervertebral disc space.

Event description:
Mobi-c p&f us : revision due to pain. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on patient that was implanted with mobi-c in the past year. Respondent reported patient condition following event as, stable but with continued radicular pain but offered no further details. Additional information on (B)(6) 2018: the patient is doing quite well after revising him to a fusion now about 3 months postop with resolution of his preop symptoms. The initial surgery was a c6-7 disc replacement with mobi-c on 4/24/18 without complication. At 3 wks postop, noticed significant subsidence of the implant into the anterior c7 vertebral body with a return of his preop symptoms. At 2 months postop, removed his implant and converted to an anterior fusion. The implant removal wasn't replaced by another mobi c implant. The surgeon put a peek spacer with dbm and overlying plate fixation. Additional information on (B)(6) 2018: the date when mobi-c implant was explanted is (B)(6) 2018. No delay in the procedure. The surgical technique for the mobi c implant was utilized.

Manufacturer narrative:
Correction to: a1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, g5 (PMA/510k), h3. Additional information: a5, d4 (UDI number), h6 (patient codes, device codes, results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that within a year of the mobi-c being implanted, a revision surgery was performed to remove the device. The patient was reported to have continued radicular pain but no further information was provided.